Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed for high impedance, did not detect the attached electrode pads, and displayed an unknown "23c" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report of a "23c" error message was determined to have occurred after the reported event date range. According to the device data log, the error ocurred at a logged temperature of 4 degree celsius, which is the expected operation at this temperature as the shorted pads impedance could go above 19 ohms when the temperature dips below 5 degree celsius. The report of "high impedance" and "did not detect electrodes" was observed during review of the device data logs. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The electrode receptacle assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.